Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood with blood glucose level was 600 mg/dl on (B)(6) 2019. Customer¿s current blood glucose was 358 mg/dl. Customer was treated with insulin drip and intravenous insulin. Customer had symptoms such as fever and high blood glucose level. Customer alleging insulin pump for high blood glucose level because customer changes site but blood glucose level was still high. The insulin pump will not be returned for analysis.